Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited declining impedance and diminishing sensing values. The patient had been in and out of the hospital with various problems including shortness of breath. The physician diagnosed the patient with pericarditis and elected to reposition the lead to improve sensing and impedance values. The lead was repositioned with improvement in ventricular sensing. The patient would be monitored.